Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and charging pad. Replacement charging supplies were sent to the customer to resolve the issue. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. There was no adverse impact to the customer's blood glucose level.